Manufacturer narrative:
The liquid embolic material was not returned for analysis, as it was consumed. The reported event occurred post the intervention. There exact cause could not be determined. Hemorrhage and neurological deterioration are know complications that may be due to hemodynamic changes induced by the embolization. However, the exact cause remains unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that 3 days post the onyx and cyanoacrylate embolization procedure, the patient was reported to have experienced a cerebral hematoma. The patient was reported to have the follow symptoms: intense headaches, vomiting and anisocoria (an unequal size of the eyes' pupils). This event was treated with hematoma evacuation and arteriovenous malformation (avm) "exeresis" (removal). The patient was reported to have also experienced slight hemiparesis sometime after the embolization procedure. The patient was reported to have been sent to rehabilitation. 5 days post the embolization, the patient was also reported to have experienced the following adverse event: bradyphenia and hypokinesisa. This event was reported to have resolved without medical intervention.